Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the entire system was explanted due to infection. The system was explanted. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2938836-2018-09417, 2017865-2018-11560, 2017865-2018-11562.